Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported, "rn went to open implant. The top peel back label was stuck to the interior blister pack. The implant was ejected. Implant became unsterile and we used another one."

Manufacturer narrative:
The event was confirmed. Visual inspection: the opened outer and inner blisters with their lids and the trident insert were returned. The reported event was confirmed. The inner tyvek lid was stuck to the outer tyvek lid, causing it to get peeled back along with the outer lid. Conclusion: visual inspection of the returned indicated the inner tyvek lid was stuck to the outer tyvek lid, causing it to get peeled back along with the outer lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
It was reported, "rn went to open implant. The top peel back label was stuck to the interior blister pack. The implant was ejected. Implant became unsterile and we used another one."